Event description:
It was reported that the patient missed a refill on (B)(6) 2013 due to having the flu. Per the reporter, the pump was due to be empty as of (B)(6) 2013, and the alarm was expected by the patient on (B)(6) 2013, but no alarm was heard. The patient noted listening to the pump with a stethoscope and still did not hear an alarm. The patient indicated he was getting pain relief, but was concerned that the pump should possibly be alarming and was not. No further information was reported. The patient noted the pump to be a "pain pump", but specific drugs were not reported.

Manufacturer narrative:
Product ID: 8575, lot# j0321971r, implanted: (B)(6) 2003, product type: accessory. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).